Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in-clinic for device check. Upon review, the atrial lead exhibited noise and caused inappropriate automatic mode switch episodes. The patient was symptomatic to tracking of noise. Programming changes were made on the device. Patient was stable.

Event description:
New information received notes patient had increased heart rate symptom and palpitations during the time of the event.

Manufacturer narrative:
Patient code.